Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on 02/07/2014. The intraocular lens (iol) was returned to the manufacturing facility for investigation. Visual inspection showed one (1) haptic was broken. Evidence of viscoelastic residues, ovd (ophthalmic viscosurgical device) was detected indicating the device was handled and prepared for surgical use. Visual inspection at 10x magnification showed a few loose particles in the optic zone compatible with handling the lens. The condition observed was consistent with a lens that has been implanted and removed from the patient's eye and was not attributed to the manufacturing process. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Age at time of event/date of birth: information not provided. Sex: information not provided. Section f completed by manufacturer. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that during a removal and replacement a vitrectomy was performed. No further information was provided.